Event description:
Litigation complaint received ad 5 apr 2022. After review of litigation records, it was reported that the plaintiff alleges heavy metal poisoning, injury muscle and tissue, scar tissue formation, pain, tissue destruction, metal wear, loss of enjoyment of life, limitation of daily activities, emotional trauma and distress. Doi: (B)(6) 2009. Dor: (B)(6) 2022. Unknown affected side.

Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records. Medical records reported that on (B)(6) 2022 patient had painful metal on metal hip replacement. No other abnormal or unusual operative findings reported. Affected side was the left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Clinical symptoms code: metal related pathology (e1618) used to capture metal poisoning and blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After a review of medical records patient was revised due to painful metal-on-metal left hip replacement. Operative notes indicated elevated cobalt and chromium levels. The synovium was somewhat tan stained and there was mild corrosion on products at the femoral head and neck junction. Reviewed medical records pertaining to shoulder surgery found on pages (B)(4). On (B)(6) 2018, the patient had a right anatomic total shoulder arthroplasty to address right shoulder end-stage osteoarthritis. It was noted that wright medical anatomic shoulder was implanted with 50mm cement (no mfg of cement provided) page (B)(4) (B)(6) 2019 medical records note the patient presents with right shoulder pain and right wrist pain. (Competitor's shoulder).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays evidence were reviewed, and nothing indicative of a device nonconformance was observed, therefore the reported allegation was not confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.